Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant procedure the implantable cardiac monitor (icm) exhibited question marks for atrial fibrillation (af) time. The icm remains in use. No patient complications have been reported as a result of this event.